Event description:
Dr s. "Barried" the 11 reamer along with the 11 broach. The real implant was opened up and was seated in the canal, but sat proud about 1cm. He took it out 7 times and re-reamed and re-broached, still was not able to gain enough space. It was decided to throw away that implant and open a new one. The new 11 also sat proud only about 3 mm, he was able to take that out 3 times and re-ream and re-broach enough to seat the new implant.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Review of the DHR indicates the device exterior dimensions are inspected at 100% frequency prior to grit blast and arc depostion processes during manufacture, and all devices in the subject lot passed the inspection. The returned device is unremarkable. Some damage to the proximal coated section is noted, consistent with the reported implantation attempt. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. The returned stem was unremarkable. Seating height of pressfit stems is dependent on multiple factors, including but not limited to: quality and technique of bone preparation, patient bone morphology and quality, and implantation technique. Without additional clinical records such as x-rays and operative reports the root cause of the event cannot be confirmed. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Dr. (B)(6) barried the 11 reamer along with the 11 broach. The real implant was opened up and was seated in the canal, but sat proud about 1cm. He took it out 7 times and re-reamed and re-broached, still was not able to gain enough space. It was decided to throw away that implant and open a new one. The new 11 also sat proud only about 3 mm, he was able to take that out 3 times and re-ream and re-broach enough to seat the new implant.